Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a boil at his scs lead incision site which resulted in skin erosion. Subsequently, the lead was explanted. As of (B)(6) 2016, the patient was recovering at home.